Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the scrub nurse attempted to correctly attach the reload to the handle. The reload would not attach properly. Upon removing, the broken piece on the reload tip was noticed. A new reload was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload had a full complement of staples. The lock ring was observed to be broken. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. It was reported that the instrument broke and was difficult to load. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper orientation of the lock ring or over-flexure of the reload while attached to the instrument, over-torquing during unloading, or if an attempt is made to unload the reload without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the gia¿ universal stapler, endo gia¿ universal stapler, endo gia¿ ultra universal stapler, and idrive¿ ultra powered handle with endo gia¿ adapter. To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.